Manufacturer narrative:
One 120805fp fogarty catheter was returned for evaluation. The customers report of leaking was confirmed. The latex balloon appeared deteriorated. A tear and surface damages were evident on the latex balloon. The balloon was unable to stay inflated due to leakage through the tear. Both balloon windings were intact. The latex balloon was released from proximal windings to check the balloon edges at the tear. The edges did not appear to match at the tear. There was no other visible damage was observed from catheter body. An engineering evaluation was assigned for further investigation. A device history record review was completed and documented that device met all specifications upon distribution. Per the IFU latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during device preparation, when the technician inflated the balloons, tiny punctures in the balloon were observed and was leaking. The balloons would not stay inflated. There was no patient injury. The product was returned for evaluation. The latex balloon appeared deteriorated. A tear and surface damages were evident on the latex balloon. The edges did not appear to match at the tear.